Manufacturer narrative:
Retained testing, batch record review, and a complaint by lot review were performed. Satisfactory results were observed. (B)(4).

Event description:
Customer reported that a patient sample, later believed to be a subgroup of a, did not react with the anti-a column of the gel card. The front type and back type were flagged as no result determined by the provue and the gel card was brought to the service rack for review. Testing with anti-a tube reagent was 4+. Customer was not able to provide any further information regarding any additional investigation of the patient sample to determine this patient a subgroup of a.